Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) during fill 1, while the home patient (hp) was connected, it was stated that the hp disconnected the heater bag to make sure it was flowing, and then reconnected it. The technical service representative (tsr) advised the hp that they will need to end therapy and that they cannot disconnect and re-connect a bag. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.